Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events resulting in anoxic brain encephalopathy on or about (B)(6) 2011 are expired (B)(6) 2012.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products.